Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, high pacing lead impedance and high capture threshold were observed on the left ventricular lead. Programming change was made. The patient¿s condition was stable.